Event description:
During routine testing of the device at the service center, the service technician reported, the power switch was difficult to operate. The monitor was originally returned for repair due to an arterial standard reference sensor failure when the power problem was found. Since this event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.